Manufacturer narrative:
Sensor found needle separated from sensor base. Sensor found whole.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had sensor anomaly. Customer's blood glucose at time of incident was 151 mg/dl. Customer reported that the sensor connector broke off in connection hole of the transmitter. Customer was advised that mini-link may not be working. Customer was advised that we will send a replacement sensor.